Event description:
Upon device interrogation during a regular f/u on (B)(6) 2012, the programmer displayed a message stating that a fallback mode switch episode had occurred between (B)(6) 2012 and (B)(6) 2012. However, there was no corresponding episode stored in device memories. An explantation is requested.

Manufacturer narrative:
On (B)(4) 2012: this event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the u.s.; however, it is similar to symphony dr models approved under p950029. Analysis is pending.